Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch veriopro meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2013. The patient reported blood glucose results around "3.9 mmol/l to 20 mmol/l" with the subject meter, performed within 20 minutes of each other. The results fell outside expected values for precision testing. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. Prior to testing, when his blood glucose reads low, the patient claims he feels a symptom of "prickly fingers" (especially in the left hand). The patient attributes his lower readings to not eating properly and not testing regularly. The patient denied receiving medical treatment due to the reported issue. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of "prickly fingers" does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.